Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the distal luer hub completely separated from the distal extension line. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report that the extension line separated from the luer hub was confirmed through examination of the customer supplied photo. The image showed the distal luer hub was completely separated from the distal extension line; however, the actual complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the extension line/luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The nurse walked into the patient's room and the hub was off the patient's PICC line. The nurse immediately clamped the PICC and the device was removed without incident. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The nurse walked into the patient's room and the hub was off the patient's PICC line. The nurse immediately clamped the PICC and the device was removed without incident. No patient harm reported.